Event description:
It was reported that an unspecified quantity of em2400 valve sets were faulty. Lipids leaked into the parenteral nutrition bags which were not programmed to contain lipid. This was observed during compounding on an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108605 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 18, 2021 - november 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.